Event description:
It was reported that during a cholecystectomy procedure, on the moment the surgeon was about to clip the cystic artery and about to fire the second clip the ligamax stopped working. The surgeon disposed of the ligamax and asked technician for a lt300 stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.